Event description:
The positioner moved without command. The behavior was attributed to the user error. It was not confirmed if the problem occurred during a clinical procedure. No adverse event was reported.